Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exploded at the outer part of the distal end. It was ethylene oxide (eto) sterilized with a cap on causing the explosion. This issue occurred during set up and inspection for use, before the patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the customer failed to follow the reprocessing instructions. The event can be prevented by following the instructions for use, which state: "detach the water-resistant cap (mh-553) from the electrical connector on the endoscope connector prior to ethylene oxide gas sterilization. The detached water-resistant cap may remain connected to the endoscope via the chain for water-resistant cap (maj-1119). If the water-resistant cap is attached to the electrical connector during the ethylene oxide gas sterilization cycle, the air inside the endoscope will expand and rupture the covering of the bending section". Page 83, reprocessing manual. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.